Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the patient was hospitalized last night at 11:30 pm with blood glucose over 600 mg/dl with symptoms of vomiting, dehydration, and positive ketones. The patient's blood glucose had been elevated from 360 mg/dl to 600 mg/dl 4-5 days prior to the hospitalization. She was treated with IV insulin drip in the ICU. Reportedly at around the same time frame the subject pump had some issues with the settings. According to the reporter, there is an issue with "time and consistency with diet." There is no issue with blousing as the total basal and bolus amounts add up to the total daily dose. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The history setting was resolved with training. The subject pump is being replaced due to the prime issue, the cartridge was not detected during priming. This complaint is being reported due to the priming issue and because the patient received medical intervention for hyperglycemia in the ICU while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. No defects were found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).